Event description:
It was reported that the patient was diagnosed with labyrinthitis and was treated with stemetil. The patient's condition improved with the medication. The patient reported experiencing sound quality issues. Programming changes were made. This issue was not resolved. Testing showed that the patient's device is functioning within normal limits. Additional programming is being monitored.